Event description:
Clinic notes were received and reviewed reporting that patient was experiencing an increase in seizures. Physician notes that the battery may not be functioning properly due to the battery being low and may be a possible factor contributing to the increase in seizures. Diagnostics were performed and were within normal limits. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Additional information was received that patient underwent generator replacement and has been seizure free since. Generator will not be returned as it was discarded after surgery. No additional relevant information has been received to date.